Event description:
The balloon ruptured on the first inflation to 20 atm when performing a pta in the cephalic region. Light calcification. Upon removal, the balloon stuck in an 8 f advant cordis 5.5 cm sheath. Upon removing both the balloon and the introducer as one unit, it was noted that the tip of the balloon had separated and resides in the soft tissue. The patient is fine.